Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had bradycardia and the lead exhibited atrial undersensing resulting in the device not mode switching. The lead remains in use. No further patient complications have been reported as a result of this event.